Event description:
A surgical coordinator reports a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The pt reported blurry vision, foreign body sensation, burning and itching following surgery. The lens was exchanged.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 7/10/2008, 7/15/2008 and 7/21/2008 by phone, fax and mail. Pt records and a completed questionnaire were received. This report was mailed to FDA on: 8/8/2008.